Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited two signal artifact monitor (sam) episodes on the same day at the same time. As a result, the respiratory rate trend (rrt) sensor was automatically disabled by the device. Boston scientific technical services (ts) reviewed the episodes and noted they exhibit rrt noise and oversensing on both the right atrial (ra) and right ventricular (rv) channels. Ts indicated it looks like the patient was having a procedure and some sort of electromagnetic interference (emi) caused the rrt signal to amplify and be oversensed. Ts stated that the ra and rv lead trend data shows no sign of lead integrity issues, and the sam episodes appear to be isolated. Ts provided guidance to investigate a possible procedure taking place on that date and consider an evaluation in the clinic to program the rrt sensor back on. The device remains in-service. No patient symptoms or adverse patient effects were reported.